Event description:
It was reported that stent fracture and in-stent restenosis (isr) occurred. On (B)(6) 2020, the patient had 70% stenosis in the left vertebral artery. A 6.0mmx18mmx150cm express vascular sd stent was implanted to treat the lesion. On (B)(6) 2020, the physician found that the stent was fractured. According to the physician, the lesion might be restenosed and reoccluded and, the patient needs further observations. Currently, the patient has not accepted the second procedure for the intervention in response to the fractured device and restenosis.